Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that capture thresholds and impedance measurements had increased significantly on the left ventricular lead since (B)(6) 2019. Programming changes were made. The lead was to be monitored. The patient was stable.